Event description:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the defect of the image sensor unit, failure of the internal board of the video connector, or the system caused the event. However, the root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information regarding the reported event was received from the customer: the event occurred during preparation for use. The device was inspected, and the image did not appear. No injury or harm was caused to the patient or user of the device as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information added to date of event and event description.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not reproduced. The evaluation findings are as follows: defects of the insertion tube - non-bending section; adhesive of distal end defects; angulation malfunction; defects of connector. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that no image was displayed. There was no patient injury, associated with the problem, reported to olympus.